Event description:
It was reported that during the procedure, using the kissing balloon technique, the stent was successfully deployed in the circumflex. The balloon came off and was lodged in the lad. The pt underwent emergency bypass surgery and is reported to be recovering.